Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Mouth bleed [mouth haemorrhage]. Damaged inside of mouth by scratching and also snagging and trapping skin [mouth injury]. Brush heads breaking; area at the back of the bristle, the 3 holes joined in the middle keeps cracking and then completely breaks off [device breakage]. Brush heads damaged inside of mouth by the broken bits scratching, snagging, and trapping skin [injury associated with device]. Case description: a female consumer of unspecified age reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b brushheads, version unknown had been breaking. She described that with 3 brush heads from a pack of 4, the area at the back of the bristle, the 3 holes joined in the middle kept cracking and then completely broke off. Another pack of 4 brush heads had the same issue. The reporter stated the brush heads had damaged the inside of her mouth due to the broken bits scratching, snagging, and trapping the skin, and the most recent made her mouth bleed. The case outcome was unknown. The consumer reported she had used oral-b electronic toothbrushes for years, and had never had a problem until late last year. No further information was provided.

Manufacturer narrative:
On 29-jul-2016 product investigation results: reporter returned one brush head on (B)(6) 2016. Brush head confirmed to be counterfeit.

Event description:
Mouth bleed [mouth haemorrhage];damaged inside of mouth by scratching and also snagging and trapping skin [mouth injury]; brush heads breaking; area at the back of the bristle, the 3 holes joined in the middle keeps cracking and then completely breaks off [device breakage]; brush heads damaged inside of mouth by the broken bits scratching, snagging, and trapping skin [injury associated with device]; product counterfeit [product counterfeit]. Case description: a female consumer of unspecified age reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b brushheads, version unknown had been breaking. She described that with 3 brush heads from a pack of 4, the area at the back of the bristle, the 3 holes joined in the middle kept cracking and then completely broke off. Another pack of 4 brush heads had the same issue. The reporter stated the brush heads had damaged the inside of her mouth due to the broken bits scratching, snagging, and trapping the skin, and the most recent made her mouth bleed. The case outcome was unknown. The consumer reported she had used oral-b electronic toothbrushes for years, and had never had a problem until late last year. No further information was provided.